Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead 3156 (b) found all the internal lead wires broken.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that both of the patient was experiencing ineffective therapy due to high impedances on both their quattrode leads. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was observed that the patient's octrode lead was fractured. In turn, all 3 leads were explanted and replaced. Effective therapy was established post-operatively.